Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Low bg cause was not known. Customer received glucagon from paramedics and went to the emergency room via ambulance. Customer was treated with orange juice and intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.